Manufacturer narrative:
On 18-mar-2016, the tehcnical support specialist(tss) performed troubleshooting with the customer over the phone to address the reported event. The customer reported that they were getting an ll flag when performing the daily check. The substrate was made on monday (3/14) and kept in the r3efrigerator. The customer repeated the daily check 4 times and it finally passed on the 4th try without any ll flags. They then ran the qc and all qc was in range with no flags. The customer will monitor and wants to speak with fse. On 18-mar-2016, an fse conducted follow-up with the customer over-the-phone to address the reported event. The fse found that the customer had found the cause of the problem and corrected it. The most probable cause of the reported event was due to operator error. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported error lamp low (ll) failure with their aia-360 analyzer. The customer is unable to run prog patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.